Event description:
The customer reported to olympus that the single use distal cover fell off from the evis exera iii duodenovideoscope and into the patient's mouth after an endoscopic retrograde cholangiopancreatography (ercp) during suctioning and extubation after the scope was out. The distal cover was immediately retrieved using suction. The procedure was not prolonged, and sedation was not extended. There was no harm or user injury reported due to the event. This event is reported under the following patient identifiers: (B)(6) - evis exera iii duodenovideoscope. (B)(6) - single use distal cover.

Manufacturer narrative:
The suspect device has not been returned to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received. This report has also been submitted on importer medwatch report #2429304 - 2023 - 00106.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause could not be determined. However, per CAPA-200735, the cover most likely easily fell off the subject scope due to the following: 1. The cover was damaged by chemical attack due to adhesion of chemicals such as anti-fog agent. 2. The cover was damaged by being pushed obliquely during attachment to the scope. 3. The cover was insufficiently attached to the scope. The event can be detected/prevented by following the instructions for use (IFU) in sections: ¿operation manual includes the detection way at chapter 4 - 4.1.¿ ¿operation manual includes the preventive measures at chapter 3 - 3.5.¿ this supplemental report includes information added to d8. Olympus will continue to monitor field performance for this device.